Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6(type of investigation, investigation findings, ,component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse troubleshoot the display and narrowed down the issue to the display and cable. Both were replaced and the unit passed all functional and safety tests and was cleared for clinical use.

Event description:
N/a.

Event description:
It was reported by the customer that before use, cs300 intra-aortic balloon pump (iabp) display was scrolling. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.